Manufacturer narrative:
Continuation of medical devices- model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had sounded an audible alert. Upon interrogation is was discovered that the right ventricular (rv) lead displayed elevated and high pacing impedance and noise. Reprogramming was completed until the lead was cut and capped and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.